Event description:
It was reported the while using bd vacutainer® ultratouch¿ push button blood collection set with pah, an unspecified number of devices had holes in the tubing and blood leaked out. No patient impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported the while using bd vacutainer® ultratouch¿ push button blood collection set with pah, an unspecified number of devices had holes in the tubing and blood leaked out. No patient impact reported.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 04-nov-2024. H3. Device eval by manufacturer- yes. Investigation summary - bd received 10 samples for investigation. These samples underwent functional tests to assess the functionality of the device. All the samples passed testing as there was no evidence of holes in the tubing, damage, or leakage during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage during use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.